Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced bacterial peritonitis. Treatment was not reported. On an unreported date in 2010, the bacterial peritonitis with culture positive for (B)(6) resolved. It was not reported whether dianeal therapy was ongoing. The reporter believed the peritonitis with culture positive for (B)(6) was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.